Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective stimulation. Diagnostic testing and x-rays confirmed one lead was fractured. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead is at fault.

Manufacturer narrative:
The date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. The allegation is against 1 of 3 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-50a, UDI: 05415067025531, batch: ab2375. Common device name: drg slim tip lead, model: mn10450-50a, UDI: 05415067025531, batch: ab2375.